Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the surgeon was inserting the sagittal blade (B)(4) into the slot of the ar skim cut guide, the sagittal blade was too tight with the slot. Therefore, the surgeon used reluctantly other blade (B)(4) instead of it. Additionally, when the surgeon was cutting the pt's anterior bone by using the ar skim cut guide, the guide was loosened again and again."